Event description:
It was reported that migration occurred resulting in non target embolization requiring additional intervention. Obsidio was selected for an embolization procedure. The subject underwent the index procedure on (B)(6) 2024. The target lesion was located in the gastroduodenal artery with a vessel diameter of 4 mm. The gastroduodenal artery was embolized using a non-boston scientific microcatheter with 1 ml of obsidio conformable embolic using standard delivery (non-aliquot) technique. During the procedure, a small amount of obsidio in the proximal gastroduodenal artery migrated in a retrograde fashion to the hepatic artery and then migrated to small distal hepatic arterial branches. There was no change in liver perfusion observed due to non-target embolization to the hepatic arteries. Post embolization with obsidio, penumbra coil was used in the proximal gastroduodenal artery to complete the embolization. The target vessel was occluded within the expected area after embolization with obsidio embolic via angiography. On (B)(6) 2025, the subject was discharged. It was further reported that prior and post embolization with obsidio comformable embolic, the target vessel was embolized using penumbra coil to complete the embolization of the proximal gastroduodenal artery. The penumbra coil was deployed only to complete the anatomic embolization of the gda stump after a small amount of obsidio migrated away from this location. However, the target vessel was already appropriately occluded prior to coil deployment. It was further reported that digital subtraction angiography (dsa) revealed a fragment of the obsidio column had separated from the rest of the column and had migrated upward to be closer to the gda origin and non target embolization to hepatic arteries. A few second later it was observed with fluoroscopy that the fragment refluxed completely into the proper hepatic artery, broken apart, and showered to a few distal hepatic artery branches.

Event description:
It was reported that migration occurred resulting in non target embolization requiring additional intervention. Obsidio was selected for an embolization procedure. The subject underwent the index procedure on (B)(6) 2024. The target lesion was located in the gastroduodenal artery with a vessel diameter of 4 mm. The gastroduodenal artery was embolized using a non-boston scientific microcatheter with 1 ml of obsidio conformable embolic using standard delivery (non-aliquot) technique. During the procedure, a small amount of obsidio in the proximal gastroduodenal artery migrated in a retrograde fashion to the hepatic artery and then migrated to small distal hepatic arterial branches. There was no change in liver perfusion observed due to non-target embolization to the hepatic arteries. Post embolization with obsidio, penumbra coil was used in the proximal gastroduodenal artery to complete the embolization. The target vessel was occluded within the expected area after embolization with obsidio embolic via angiography. On (B)(6) 2025, the subject was discharged.

Event description:
It was reported that migration occurred resulting in non-target embolization requiring additional intervention. Obsidio was selected for an embolization procedure. The subject underwent the index procedure on (B)(6) 2024. The target lesion was located in the gastroduodenal artery with a vessel diameter of 4 mm. The gastroduodenal artery was embolized using a non-boston scientific microcatheter with 1 ml of obsidio conformable embolic using standard delivery (non-aliquot) technique. During the procedure, a small amount of obsidio in the proximal gastroduodenal artery migrated in a retrograde fashion to the hepatic artery and then migrated to small distal hepatic arterial branches. There was no change in liver perfusion observed due to non-target embolization to the hepatic arteries. Post embolization with obsidio, penumbra coil was used in the proximal gastroduodenal artery to complete the embolization. The target vessel was occluded within the expected area after embolization with obsidio embolic via angiography. On (B)(6) 2025, the subject was discharged. It was further reported that prior and post embolization with obsidio comformable embolic, the target vessel was embolized using penumbra coil to complete the embolization of the proximal gastroduodenal artery. The penumbra coil was deployed only to complete the anatomic embolization of the gda stump after a small amount of obsidio migrated away from this location. However, the target vessel was already appropriately occluded prior to coil deployment.